Manufacturer narrative:
(B)(6). Date of this report: (B)(6) 2015. Explanted: (B)(6) 2015. Device available for evaluation? Yes, returned to manufacturer: (B)(6) 2015. Date received by manufacturer: 10/07/2015. Product evaluation: received 2 un-sealed suture/screw assemblies for analysis; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] compacted in the threads of the screws and on the sutures. When compared to the screw assembly drawing: note ¿ based off of the drawing the screw material is annealed titanium with a polypropylene suture. When viewed under magnification, the sutures were flattened at the points of separation which is consistent with being cut which was likely performed during removal. The biological contaminants within the screw threads were most likely softened bone or cartilage based off of color and texture. Although there were no anomalies in the overall dimensions of the screws, the returned condition prevented any detailed measurements. One screw was stripped at the proximal end drive point which may have occurred during insertion or removal. It was reported that 1 screw was free floating while the other was still in the mandible. A screw that was not mounted securely during the initial procedure would have been immediately noticeable when the sutures were tightened / secured due to the tension exerted on the screw. The device most likely malfunctioned due to procedural, anatomical, operational factors or patient pre-existing conditions such as bone density. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Patient code: foreign body in patient. Device code: migration of device or device component. Product evaluation: analysis results not available; device not returned for analysis.

Event description:
It was reported that "the patient needs more surgery and that the airvance hardware must be removed." Event clarification confirms that dr. (B)(6), will be performing the procedure for hardware removal. Dr. (B)(6) did a preliminary scan on this patient, and found that one of the screws is "free floating". He will be removing that screw and the one that remains in the mandible. He confirmed that he is 99% sure that this is not a bone infection. It was confirmed that the procedure for hardware removal took place on (B)(6) 2015. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.